Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received titled, " can a high-flexion total knee arthroplasty relieve pain and restore function without premature failure?" Literature article "can a high-flexion total knee arthroplasty relieve pain and restore function without premature failure?" By ryan d. Bauman et al. Published by clinical orthopaedics and related research was reviewed. The article purpose: to determine the magnitude of pain relief, knee motion, function, incidence of premature failure, and radiographic appearance in a cohort of patients from western cultures implanted with a mobile-bearing hf-tka; and whether the amount of preoperative flexion affects the magnitude of knee flexion gained postoperatively. The article reports: from july 2004 to april 2007, the authors implanted hf-tkas into 179 knees of 166 patients. All patients received the pfc sigma rp-f implant. All patients improved their kss scores by an average of 31 points. The authors did not observe any premature failures due to implant loosening, instability, or disabling pain. The patella was routinely resurfaced. Cement was used although no manufacturer was given. The medical device implant removal was not elaborated upon within the article so it will be coded for all products. Depuy products involved: pfc sigma rp-f. Complications: sepsis (1), adhesions (4), crepitus (3), deep vein thrombosis (1), fracture (3), infection (1), medical device implant removal (1), surgical intervention (3).